Event description:
It was reported that the ilet user experienced low blood glucose after recently announcing a meal but consuming more carbohydrates than estimated, after which glucose fell. This was characterized as an incorrect procedure related to meal announcement and user interaction with the device. Symptoms included hypoglycemia with a nadir of 67 mg/dl. Outcomes included no health consequences or lasting impact, with glucose treated using oral carbohydrates and rising to 78 mg/dl by the end of the call. Investigation included communication with the user and review of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with entering an incorrect size meal announcement in relevance to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.